Manufacturer narrative:
Product reference 4430395 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st201 reference 4430395 from batch 37014166. Device history record: batch record file number 37014166 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in 08/2023. Summary of investigation: no sample/picture of the involved device, no x-ray picture, and no completed form "request for information - acces port incident " were returned for investigation. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: without the complaint sample for investigation or x-ray pictures, it is not possible to conclude on the root cause of this catheter rupture. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident encountered by the customer. It is worth noting that: no other similar complaint was received on this batch. The examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports. This is a rare incident with celsite access ports. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If a sample do become available, the complaint will be reopened for further evaluation. No actions plan is foreseen at that time.

Event description:
"The implantable catheter was being removed to be replaced with a new one. When the catheter was extracted, it was evident that it was broken and could not be removed completely.".